Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section d1(brand name) was incorrectly documented in the previous report. Correction have been made.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer reported a high sensor reading of 254 mg/dl, and subsequently experienced a loss of consciousness. An ambulance was called and a paramedic meter result of 32 mg/dl, which was obtained 30 minutes after the sensor scan. The customer was determined to be hypoglycemic, and treated with glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer reported a high sensor reading of 254 mg/dl, and subsequently experienced a loss of consciousness. An ambulance was called and a paramedic meter result of 32 mg/dl, which was obtained 30 minutes after the sensor scan. The customer was determined to be hypoglycemic, and treated with glucose. There was no report of death or permanent injury associated with this event.